Event description:
One touch ultra meter would not power on. Medical affairs specialist called to obtain add'l info. Pt described feeling dizzy during the time of concern. Pt attempted to resolve the issue two times during the year; however, then mentioned that last test was performed in 2003. Pt confirmed that they never experienced injury or medical intervention. The customer service rep confirmed that battery contacts were in good condition, pt was using correct strips, and the battery was correctly installed. Based on the info supplied by the pt, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.